Event description:
Customer believes the provue is cross contaminating samples by carry over. Customer states false positive reactions or question marks are noted in the reverse typing of pt and quality control samples. Cross contamination and false positive results may result in abo misclassification and the transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer (fe) arrived at the site and performed adjustments to position the probe in its proper position, performed reader camera adjustment and produced a new reference image, cleaned the diffuser card, and replaced the wash assay. All repairs and adjustments have returned the instrument to expected operations. This customer has not logged any complaints regarding false positive results against this analyzer since this incident.